Manufacturer narrative:
(B)(4). Date sent: 10/11/2024. D4: batch # unk. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Details could not be provided. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during the surgery, can't fire until the last nail, nail stuck in gun. Changed the new one to complete surgery. No additional information can be provided. No patient consequences reported.